Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer¿s investigation is ongoing. A follow-up report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Additional information received on 09/28/2022 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service center concludes that there was no visible foam degradation and unit passed final test. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-04796. This report was submitted as a duplicate report of the previously submitted report.¿